Manufacturer narrative:
Unit powered up with a blank display due to a crack at the bottom of the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the pushed-down battery sleeve. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery lasts less than expected. The customer blood glucose level was unknown. The device will be returned for analysis.